Event description:
The lead was repositioned due to lead dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the lead was explanted due to an insulation damage observed, during the system upgrade.